Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise causing oversensing on the atrial lead caused falsely detected atrial fibrillation (af) episodes on electrograms (egm). Right ventricular (rv) lead noise was also visible during atrial fibrillation (af) episodes but not sensed. The atrial and rv lead remain in use. Patient will follow up in the clinic. No patient complications have been reported as a result of this event.